Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's hcp thought the patient's battery was defective; it wasn't charging and they were doing everything possible to charge. The representative planned on meeting with the representative on 2019-jan-25. No further complications reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-08. It was reported the patient was having a communication issue with the controller and reported seeing no device found, screen 16. The caller stated that the patient has been having trouble charging and the controller has not been connecting to the battery. The caller stated that he connected controller to charger and couldn't connect the system to the ins. The caller indicated that he is confident that he has the recharger directly over the ins. The caller stated that he moved the antenna around and repeatedly got the no device found message (screen 16). The caller entered passive recharge mode and stated that the values displayed were 72, 82, 83. The caller kept the recharger over the battery and after several minutes the controller switched to normal charging with excellent coupling. As the ins was charging, the caller stated that the controller displayed a screen that the controller battery was low. It was reviewed that they could continue to charge the battery and may need to charge the controller. The patient told the rep that the difficulty connecting happened once before, approximately 1-2 months ago. The rep would continue charging the ins and will review information with the patient about keeping the ins charged. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient let the ins become discharged because they were having trouble charging due to the battery sticking out. The batter was positioned on an angle. There were no actions performed at the time of the event and the issue was not yet resolved. A surgery was planned. No further complications were reported.